Event description:
It was reported when using the bd pyxis¿ medstation¿ es tower, user found device with error message on screen. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes: d4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the network was disconnected. A technical support specialist found that the customer reported a data error on the pyxis station. Logs confirmed the error, but no hardware failure was found. Communication with the server was normal, and database (db) checked no issues. The auto-power off setting was modified, and a dispatch was created. The power supply was replaced, and follow-up confirmed the customer error no longer appeared. Customer verified resolution and approved case closure. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es tower, user found device with error message on screen. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.